Manufacturer narrative:
The field service engineer (fse) replaced the gui pcba (graphical user interface, printed circuit board) and the backlight inverters. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: a graphic user interface (gui) printed circuit board (pcb), gui backlight assembly and a gui backlight cable were returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned components was performed, no notable conditions were found. The returned components were installed into a test ventilator for analysis; no errors were found in the diagnostic logs and functionality testing was performed. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 840 ventilator had a faulty display. The ventilator was not in use on a patient at the time of the event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.